Event description:
It was reported that during a lap cholecystectomy procedure, the device clipped the cystic artery and the jaws would not be open. The device finally opened. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.